Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that stent move on balloon occurred. The target lesion was located in the severely calcified distal anastomoses of a saphenous vein graft (svg) to the obtuse marginal artery. A 3.00 x 24mm promus premier stent was advanced; however, it was not able to cross a heavily calcified bend in the svg. The physician pulled the stent back and noticed it was beginning to strip off the balloon. He pulled everything out; the stent, wire and guide and completed the procedure with plain old balloon angioplasty(poba) using a 2.5x20 nc quantum apex balloon with great results. No patient complications were reported and the patients status was fine.